Event description:
Rn set up patient for cvvh. Turned the machine on and the tubing began to suck air into the line and alarm. The patient was taken off of the equipment and the infusion set was changed. The line continued to suck air each time cvvh was started and the nurse was unable to correct the problem despite using a multitude of prisma sets. Representative from gambro was called and they felt it was related to a "bad lot". This is not the first time we have had problems with this system. Our biomed department has tested the prisma sets by running clear solution through them and have not run into any difficulties. Problem seems to occur with blood. Filters are clogging quickly requiring frequent set changes. Patients are loosing a lot of blood. Representatives feel there is not a problem. Note: the device lot # is difficult to read - last number/letter a 6 or a g